Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that surgery was completed on (B)(6) 2016 after a femoral fracture. On (b))(6) 2016 severe pain in the thigh, without stumbling, slipping or similar impact. On (B)(6) 2016 examination in the hospital. Gamma nail is broken. Revision planned for (B)(6) 2016. The new gamma nail could not be implanted because of a suspicion of a bacterial inflammation. Implantation of a placeholder. On (B)(6) 2016 removal of the placeholder and implantation of a new gamma nail.